Event description:
It was reported that a low impedance and low sensing was observed on the right ventricular (rv) lead. Diagnostic imaging and a lead revision procedure is anticipated to be performed to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the right ventricular lead was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated low pacing impedance and noise was observed on the device. The physician suspected insulation damage was the cause of the event. No lead damage was observed via diagnostic imaging, however, the lead appeared to be dislodged from it's implant procedure.